Event description:
The user facility's biomedical engineer reported that patient expired with two minutes of treatment remaining. The biomedical engineer also reported there was no issue with the device. They tried to resuscitate the patient. The patient was sick with pneumonia. The manufacturer's regional equipment specialist evaluated the device post event and the device passed all testing.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff¿s assessment of the reported information and the plant¿s investigation.